Manufacturer narrative:
A ge rep evaluated the sys and performed a filament calibration. The sys operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the sys displayed a filament regulator error during a procedure. No pt injury was reported.